Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks while brushing their teeth. Review of the episode noted oversensing of noise which was able to be reproduced with arm movements during system testing. Surgical intervention was performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks while brushing their teeth. Review of the episode noted oversensing of noise which was able to be reproduced with arm movements during system testing. Surgical intervention was performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.